Event description:
The user facility reported that a water hose from a system 1e processor had separated, resulting in flooding in the room where it was located and five nearby rooms. User facility personnel shut off the water supply and no injuries were reported.

Manufacturer narrative:
A steris technician inspected the unit and the 90° factory crimp fitting had separated at the uv outlet connection. The unit remains out of service pending restoration repairs and new hoses. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).